Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the reason for call was patient requested assistance with MRI mode. Agent walked patient through activating and deactivating MRI mode on handset. Patient was able to successfully activate/deactivate MRI mode and turn therapy back on. When caller was attempting to deactivate MRI mode caller stated they were seeing a "power on reset" message with option to end the session. Caller was able to connect to application again and turn therapy back on. Patient mentioned that about a year and a half ago or so someone came out and met with them in the doctor's office and added a few more programs. Patient said they have struggled with this over the years and wanted to know how to access the additional programs. Agent reviewed information. Caller stated that they did not see the additional programs. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient on 2025-jul-08 in regards to needing assistance putting their device into MRI mode. Agent walked the caller through the steps of connecting to the micro therapy app. When caller was connecting they stated they were seeing a por message again. Caller dismissed the message and was able to connect to turn the device back on. Caller decreased the stim to a comfortable level. Agent walked the caller through the steps of putting device into MRI mode.